Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead had switched to unipolar configuration due to high out of range pacing impedance measurements. The system was tested and confirmed all measurements were appropriate. Therefore, the rv lead was programmed back to bipolar configuration. Ten months later, the patient presented for a routine follow-up and again the rv lead was in unipolar configuration due to high out of range pacing impedance measurements. Episodes revealed noise, but this could not be reproduced. As all testing confirmed appropriate measurements, the lead was programmed back to bipolar configuration. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Subsequent information was received that the high out of range pacing impedance measurements persisted. Boston scientific technical services (ts) reviewed an older x-ray and concluded the competitor rv lead was underinserted. New x-rays were performed, which confirmed the rv lead was not fully inserted. No revision procedure was scheduled or performed as the lead was reprogrammed to unipolar configuration. No adverse patient effects were reported.